Event description:
It was reported during bph procedure two fibers broke in the middle of the surgery. No information provided as to how the procedure was completed. Patient outcome: "ok" reported. No injury to patient was reported. This event is for first failed fiber.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber tip exhibits no signs of breaks/fractures; the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end wall integrity is compromised, and exhibits signs of melting, and severe contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending and heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.